Manufacturer narrative:
The insulin pump had moisture damage on the lcd board. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches and cracks on the display window.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have moisture under display screen due to dropping insulin pump into toilet. Customer's blood glucose was unk. Customer was advised that insulin pump would need to be replaced. No further info provided.